Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed volumetric accuracy test (8%) during bench test. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device was last serviced in jul-2025. Visual inspection was performed and the device passed testing. The customer issue could not be confirmed as the device passed accuracy testing at 21.2 ml. The root cause of the issue was unknown.